Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of severe swelling is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling for the reported event of edema: "undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching or pain on pressure or both, occurring after the injection. These reactions may last for a week."

Event description:
Healthcare professional reported injecting a patient with juvederm ultra xc in the lips, but the "majority of the product was injected into the lower lip." The patient developed severe swelling to upper lip after the patient returned home from injection. The patient was hospitalized the same day and was given an "epi pen." Symptoms are ongoing.

Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Additional information: the patient had an "ear infection" the previous week before injection and "came down with the flu following day" of the injection. Patient was also treated with prednisolone and "antibiotics." Symptoms resolved a few days later. Physician noted that "perhaps contributing factor to adverse reaction to product could be viral infection [patient] already had."

Manufacturer narrative:
Medwatch sent to FDA on 09/18/2015.

Event description:
The patient had an "ear infection" the previous week before injection and "came down with the flu following day" of the injection. Patient was also treated with prednisolone and "antibiotics." Symptoms resolved a few days later. Physician noted that "perhaps contributing factor to adverse reaction to product could be viral infection [patient] already had."